Event description:
It was reported that (1) 512sd was used during a lap gastric bypass procedure. It was reported by the rep that the trocar blade would not engage as it pushed through the abdomen. The surgeon removed from the operative field and re engaged, a small piece of plastic popped off/out. Opened another device to complete the case. There was no consequence to the pt.